Event description:
On (B)(6) 2023, my insulet omnipod 5 phone based app stopped functioning and could not be used to deliver insulin. After waiting for a very long time on hold (note: insulet does not have a customer service email address, which they absolutely should be required to have and use), I was informed by a customer service agent that the required app had ceased working globally and that no omnipod users with the app had access to it. The cause of the issue was still not determined as was the eta on resolution. According to an insulet employee, senior management had been aware of the issue since 'early that morning', however the company did not send any communication to customers about this life threatening issue until 7:33pm est. When the issue, which insulet has still not disclosed any information about, was resolved the following morning, insulet *again* did not inform any customers until 5:05pm est. Insulet has a list of compatible android devices that is inadequate for the omnipod customer base and that is much too limited and out of date. Further, there is no technological basis for excluding any andriod device that meets the software and hardware requirements. Given the severe consequences that can occur to someone who is insulin dependent being deprived of insulin, insulet should be required to take immediate corrective steps, including establish, publish, monitor, and respond via a customer service email address; disclosing to all omnipod users the nature of the (B)(6) issue and the steps taken to resolve it; being required to significantly expand its compatible list to include all current versions of flagship phones and any current generation phone from a reputable manufacturer requested by a current omnipod user.